Event description:
It was reported by repair work order that the customer alleged when loading a patient into the ambulance, the power load would not transit fully into the ambulance due to debris blocking the transfer lock.

Event description:
It was reported by repair work order that the customer alleged when loading a patient into the ambulance, the power load would not transit fully into the ambulance due to debris blocking the transfer lock.

Manufacturer narrative:
Upon completion of a health risk assessment provided by a healthcare professional, this issue if repeated is not likely to result in serious injury or death to the patient or caregiver. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.